Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer where it was reported that they have had 3 instances of leaking. There was unknown patient involved and unknown patient harm. This captures 1 of 3 occurrences.

Manufacturer narrative:
Received one used. List #am6100, 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer; lot #unknown. Leakage at the bond between the female luer to male luer at the distal end of the assemblies was confirmed. The probable cause is incomplete bond connection between the male and female luers at the distal end of the three am6100 smallbore ext set w/6-port nanoclave during bonding assembly. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Device returned to manufacturer on 10/4/2023.